Manufacturer narrative:
Manufacturing review: no manufacturing issues associated to the reported event were found in the reviewed lot. DHR review showed all components for the lot met the specifications and there was no rework or other manufacturing abnormalities that may have contributed to this complaint. Investigation summary: one hickman 7fr dl catheter device kit was returned for evaluation. Visual and microscopic evaluations were performed. The investigation is inconclusive for foreign material present in device, as the sample was received with the catheter and both clamps. A piece of tape was observed on the distal end of the catheter. Two particulates were observed underneath the tape. Although, the kit was opened upon return it is unknown whether the particulates could have been from clinical procedure, packaging return procedure or manufacturing. The definitive root cause could not be determined based upon available information. It is unknown if manufacturing, shipping, or procedural procedurals contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiration date: 03/2023).

Event description:
It was reported that there was dust on the catheter tip. There was no reported patient involvement.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that there was dust on the catheter tip. There was no reported patient involvement.